Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, upon sensor deployment, sensor wire remained attached to the applicator. Patient's father attempted insertion in arm which is not an approved site. Patient's father did not report any injury or medical intervention at the time of contact with dexcom technical support.